Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump was hot to the touch despite being in room-temperature conditions; however the pump was sitting in direct sunlight. The pump was not charging during the reported event. Customer's blood glucose level was 115 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.